Event description:
Customer reported the system is displaying error code 253. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards. System operates as intended. (B) (4).